Event description:
It was reported that the user experienced a low blood glucose event during a support call, with a nadir of 70 mg/dl, while not connected to the ilet system; the cause of the hypoglycemia was unclear. Symptoms included no reported clinical manifestations. Outcomes included resolution in progress, as blood glucose increased to 78 mg/dl after ingestion of oral glucose tablets and the user planned to continue corrections per protocol. Investigation included customer interview, troubleshooting, and education. Investigation of this case revealed no device involvement identified, as the user was not attached to the system during the event. It was concluded that the event was user-related hypoglycemia with unclear cause and no device malfunction found. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.